Event description:
It was reported that this brady lead was explanted due to perforation and has exhibited loss of capture (loc). This brady lead was explanted and replaced with the same model. No additional adverse patient effects were reported.